Event description:
It was reported that during an unknown procedure, the doctor found the tip of the outer sleeve was damaged after the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m90v02. The analysis result of the 2b5st device was returned with the tip of the sleeve assembly deformed. See pictures. A potential cause of this failure is attributed to molding; however no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.